Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. The peritonitis was manifested by abdominal pain and yellowish pd fluid. Five days after the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1g, start dose, intraperitoneally, frequency not reported), amikacin injection (100mg, intraperitoneally, frequency not reported) and meropenem injection (1g, intraperitoneally, ongoing, frequency not reported) for peritonitis. On an unreported date, vancomycin and amikacin injections were discontinued. At the time of this report, the patient was recovering from the event. Eight days after the event onset, dianeal therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis. It was reported that the patient was not yet retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatments were discontinued. At the time of this report, the patient was discharged from the hospital and has recovered from the event. It was reported that the patient has been re-trained for proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.